Event description:
It was reported that stent damage occurred. A 12 x 2.50 promus premier select drug-eluting stent was selected for use in a percutaneous coronary intervention. However, during unpacking, the distal part of the stent looked broken. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.